Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2012. The cause of death was internal hemorrhage. The caller stated that the customer had diabetes complications; high and low blood glucose were typical for the customer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was removed at the hospital by the hospital staff. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.